Event description:
It was reported that charging cable became damaged and was no longer functional, so pump could not be charged using existing supplies. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use another cable and insulin pen if pump battery depleted, and technical support arranged shipment of replacement charging supplies.